Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, (B)(6) 2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer was failed. A field service engineer (fse) had found that all leds were lit on the pyxis bus module and both drawer boards. The fse disconnected and power-cycled the unit. The fse then powered it down, reconnected, and confirmed it booted successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure and was unable to recover. All pockets were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.